Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10 mg/ml at 2.470 mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The healthcare provider reported that the patient had flu like symptoms when their pump stopped working. This occurred about 6 years ago. Per the healthcare provider the patient stated that the battery in the pump died. No further patient complications were reported.